Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that loose particles was observed on an intraocular lens (iol). No patient contact was reported. Additional information was received and it was learnt that a black speck was noticed on the lens when the surgeon did a visual inspection under the microscope, prior to loading the lens into the cartridge. Reportedly, the doctor use a back-up lens and the surgery went well. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 1/17/2018. Device evaluation: the zcb00 lens was returned in its original package. Visual inspection of the returned product at 10x microscope magnification was performed. Loose fibers/particles were observed on lens which could be related to the handling of the unit out of a sterile environment. More than one black speck was also observed on the lens. No damage was observed to the lens and lens haptics. Fourier-transform infrared spectroscopy (ftir) analysis indicates that the fiber-like foreign material is consistent with a mixture of calcium carbonate, kaolin (i.e. China clay) and possibly an adhesive. The analysis results were evaluated by a subject matter expert to address the complaint issue reported. Potential and indirect exposure to that type of material is possible; however, throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing microscope magnification steps that would have identified and discarded a lens with a similar particulate or substance, as required by our approved procedures. The manufacturing data confirms no process deviations that may lead to visible debris/particle deposition on the lens that may be undetected by our control process. The manufacturing controls should be capable of identifying the presence of this type of particulate or substance during the inspection controls defined as part of the manufacturing process. However, based on the evidence observed, it is not possible to confirm if the particle observed is related to manufacturing, as the reported device was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The sterilization record was also reviewed and it was found in compliance with the sterilization process parameters. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, we have not determined a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.